Event description:
Customer reported a pump malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer powered off the pump and attempted a reset by placing it in storage mode. Technical support instructed customer to plug the pump into a power source, which successfully powered the pump back on. However, the pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.